Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient was below target temperature on the arctic sun device. Target temperature was 34 c, patient temperature was 31 c, flow rate was 2.6lpm, water temperature was between 21.4 c to 23 c. Mss walked nurse through system diagnostics, no alert 113 (reduced water temperature control) was noted. Alert 51 (patient temperature 1 below control range) alarm 5 (water reservoir empty), alert 25 (patient temperature 2 high) were noted . Heater command was 100 percent and water level were 5 bars. Mss walked the nurse through how to drain 500cc from the device. Nurse restarted the therapy and water temperature was now at 29c.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient was below target temperature on the arctic sun device. Target temperature was 34 c, patient temperature was 31 c, flow rate was 2.6lpm, water temperature was between 21.4 c to 23 c. Mss walked nurse through system diagnostics, no alert 113 (reduced water temperature control) was noted. Alert 51 (patient temperature 1 below control range) alarm 5 (water reservoir empty), alert 25 (patient temperature 2 high) were noted . Heater command was 100 percent and water level were 5 bars. Mss walked the nurse through how to drain 500cc from the device. Nurse restarted the therapy and water temperature was now at 29c.